Event description:
It was reported that the bd bbl¿ levine emb agar was contaminated. There was no report of user or patient impact. The following information was provided by the initial reporter: "pollution".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd bbl¿ levine emb agar was contaminated. There was no report of user or patient impact. The following information was provided by the initial reporter: "pollution".

Manufacturer narrative:
H6: investigation summary: during manufacturing of material 221268, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record review for batch 1308080 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. They are tested for physical attributes prior to release to ensure that they conform to product specifications. All physical attribute testing performed on this batch was satisfactory per bd internal procedures. The complaint history was reviewed, and no other complaints have been taken on batch 1308080 for contamination. Retention samples from batch 1308080 were not available for investigation. There was one photo available for review of this complaint. The photo shows a single plate open with visible contamination. The plate print was not readable in the photo and no other product labels were visible for batch verification. Without batch verification, the photo cannot confirm the complaint. No return samples were received for investigation. This complaint cannot be confirmed. Bd will continue to trend complaints for contamination.